Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that pre-dilatation was performed prior to deployment of the xience v stent in the moderately calcified and eccentric mid left circumflex artery at 14 atmospheres. Flow at the lesion site was noted as being good after deployment. However, upon withdrawal of the stent delivery system, a flow limiting dissection was noted at the proximal end of the stent. Another xience v stent was deployed to cover up the dissection. The end result was good timi iii flow. No additional information was provided.